Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain which radiated to pelvis") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 5 years 9 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti") with vomiting. The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and removal of essure devices on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain and urinary tract infection to be related to essure. Further company follow-up with the lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain which radiated to pelvis") in a 30-year-old female patient who had essure (batch no: 694962) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included gravida ii and parity 3. Concurrent conditions included appetite lost, stomach cramps, lower abdominal pain, painful urination, bowel motility disorder and low back pain. Concomitant products included antibiotics, ciprofloxacin (cipro) and ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti") with vomiting, nausea ("nausea") and pelvic pain ("pain pelvic/ lower pelvic pain"), 5 years 9 months after insertion of essure. The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and removal of essure devices on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and pelvic pain was resolving and the urinary tract infection and nausea outcome was unknown. The reporter considered abdominal pain, nausea, pelvic pain and urinary tract infection to be related to essure. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2019: plaintiff fact sheet and medical record was received. Events added from pfs- "nausea, pain pelvic/ lower pelvic pain, she did not undergo confirmation test". Reporter information, medical history, date of birth, event outcome, plaintiff middle name, height was added. Essure lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain which radiated to pelvis") in a 30-year-old female patient who had essure (batch no. 694962) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida and parity 3. Concurrent conditions included appetite lost, stomach cramps, lower abdominal pain, painful urination, bowel motility disorder, low back pain, menses irregular and anemia. Concomitant products included antibiotics, ciprofloxacin (cipro), ibuprofen (motrin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti") with vomiting, nausea ("nausea") and pelvic pain ("pain pelvic/ lower pelvic pain"), 5 years 9 months after insertion of essure. The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and removal of essure devices on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and pelvic pain was resolving and the urinary tract infection and nausea outcome was unknown. The reporter considered abdominal pain, nausea, pelvic pain and urinary tract infection to be related to essure. Lot number: 694962, manufacturing date: 2009-12, and expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.